Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller was probably defective in an arctic sun device. Per follow up information received via email on 14dec2023, device would be sent to crawley repair center for repair. The device was not repaired yet and there was no patient involved, found during maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: as the pcn is an ous product, UDI is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller was probably defective in an arctic sun device. Per follow up information received via email on 14dec2023, device would be sent to crawley repair center for repair. The device was not repaired yet and there was no patient involved, found during maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller was probably defective in an arctic sun device. Per follow up information received via email on 14dec2023, device would be sent to repair center for repair. The device was not repaired yet and there was no patient involved, found during maintenance.